Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Device was evaluated and the reported failure of ECG could not be duplicated. Corrections included replacing nibp module, pump, fan and u7 on the cpu board. Performance and safety tested to factory specifications.